Event description:
The customer reported that during a nephrectomy, the device stopped activating. The procedure was extended for longer than 30 minutes in order to replace the dissector. There as no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
Evaluation summary: one scd396 sonicision cordless ultrasonic dissector was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed battery contact pin #9 on the pin pad was damaged. The device had been used in a procedure. The customer reported that the device stopped working. The reported condition was confirmed. Functional testing was performed on the returned hand piece using the test lab generator and battery. The assembled device returned error tones and the led red error light did not illuminate. The cause of the failure was determined to be the damaged dissector battery contact pin and the damage can be attributed to the user because the device had been used in a procedure. User damaged contact pins are addressed in the instructions for use (IFU) which warns customers to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. The IFU also states: do not use damaged components, as this may result in injury to the patient or user. The IFU also provides specific instructions for attaching the battery pack to the dissector to avoid damaging the contact pins from improper attachment. If information is provided in the future, a supplemental report will be issued.